Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer torqvue delivery system. No pericardial effusion was noted prior to the procedure. The transseptal puncture was performed at the fossa. During the case, multiple manipulations and multiple wire exchanges occurred, with the wire positioned within the right atrium. The patient was in sinus rhythm at the time, of the procedure. The patient had been taking aspirin (apt) prior to the procedure and continued on aspirin at the time the effusion was detected. The patient also received enoxaparin 0.5 mg/kg during the procedure, and no protamine or other reversal agents were administered. A pericardial effusion was subsequently identified and was located within the pericardium, measuring 14 mm in its largest dimension and characterized as circumferential. The effusion was managed with pericardiocentesis, and the user did not believe the event was caused by an abbott device.

Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer torqvue delivery system. No pericardial effusion was noted prior to the procedure. The transseptal puncture was performed at the fossa. During the case, multiple manipulations and multiple wire exchanges occurred, with the wire positioned within the right atrium. The patient was in sinus rhythm at the time, of the procedure. The patient had been taking aspirin (apt) prior to the procedure and continued on aspirin at the time the effusion was detected. The patient also received enoxaparin 0.5 mg/kg during the procedure, and no protamine or other reversal agents were administered. A pericardial effusion was subsequently identified and was located within the pericardium, measuring 14 mm in its largest dimension and characterized as circumferential. The effusion was managed with pericardiocentesis, and the user did not believe the event was caused by an abbott device.

Manufacturer narrative:
An adverse event without identified device or use problem and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.